Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6) (3014862188-2021-01310,1309,1308,1306: test 1,2,3,5 of 5).

Event description:
User reported 5 false positive results. Negative pcr. This is report 4 of 5.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6), (B)(6), (B)(6), (B)(6), (3014862188-2021-01310,1309,1308,1306: test 1,2,3,5 of 5).

Event description:
User reported 5 false positive results. Negative pcr. This is report 4 of 5.